Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer blood glucose was 600mg/dl. The customer felt lousy, throwing up, blurred vision, nausea and sleepiness. Also, it was stated that the site was changed twice and no delivery alarms occurred after each site change. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.